Event description:
When the nurse plugged the forceps into the machine the mono coag mode was immediately activated (coag setting 41 watts, cut setting 0 watts), causing the forceps to become activated which was in contact with the pt's chin causing a burn. Subsequent investigation showed that this condition could be duplicated by simultaneously plugging the leaks of the forceps into the blue and red output jacks of the monopolar hand control outlets. Tests performed on the electrical surgical generator and bipolar forceps showed no malfunction or defect in either unit.